Manufacturer narrative:
On 05-nov-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-dec-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the tissue expander. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior aspect, measuring less than 0.1 cm. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this deflation. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. According to the date of implantation and explantation, it was noticed that the device remained implanted for more than 6 months. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an off-label manner. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: tissue expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with a mentor cpx 4 breast tissue expander with suture tabs 650cc device that deflated post implantation. Deflation of the patient¿s left breast tissue expander was reported. As a result, the patient underwent bilateral explantation and replacement with mentor cpx4 with suture tabs, med height, smooth 800cc tissue expanders on (B)(6) 2021. The suspect medical device was implanted in the patient for longer than six months. Per the IFU, tissue expanders are to be implanted for no more than 6 months.